Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from june 14, 2021 - february 25, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed that fluid contained in the bladder which showed evidence that a no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was ¿flowing at a slower than normal rate and had appeared to completely stop infusing¿. The device was filled with 4656mg fluorouracil (ebewe) in 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.